Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to communicate with an electrode belt) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires #1 & #2 within the connector. The root cause for the damaged connector was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to communicate with an electrode belt.